Event description:
A customer in (B)(6) reported their thinprep 5000 processor with autoloader etched a wrong vial ID onto a slide. The error was caught by the customer at the time and no patients were affected. Hologic's field service engineer (fse) was unable to confirm the error. This is considered a reportable event since the thinprep 5000 processor did not perform as intended.

Manufacturer narrative:
After reassessing this incident it has been determined that the customer was using an unsupported label barcode symbology; therefore this is not a reportable event in the us as it was previously reported (1222780-2015-00214). As per the current operator manual (man-01783-001 rev 008) the only supported symbologies are code 128, interleaved 2 of 5, code 39 and code 93; the customer was using codabar symbology.